Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with two unspecified antibiotics (route, dose, duration, and frequencies not reported). The cause of peritonitis was break in aseptic technique further described as patient made mistake/touch contamination and did not wear a mask. The patient was discharged approximately sixteen or seventeen days after admission. At the time of this report, the patient stated reported having ten more doses of antibiotics remaining and is recovering from the peritonitis. No additional information is available.